Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported hypercorrections in refractive treatments. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. Log file review shows all laser system functions were within specifications for the respective treatment period. The two post operative topographies show a significant change of the anterior corneal surface over a period. Apparently, the eye was retreated but there are no further information about the corneal conditions after the first treatment provided. As it was a photo refractive keratectomy treatment, epithelial healing should have been considered before retreatment. The refraction provided does not state any method and time post-operatively. Therefore, a clinical evaluation cannot be made. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors are previous cornea condition, treatment planning or other external factors. (B)(4).

Event description:
Additional information was received. The patient under went photo refractive keratectomy procedure twice in the left eye. There are three related reports for this facility this report addresses the patient vk and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, no retreatments or alterations have been performed.